Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia following a supply change, with capillary glucose measured at 374 mg/dl and cgm readings in the 300s, and the pump subsequently resumed insulin delivery and began correcting after guided troubleshooting. Symptoms included fatigue, nervousness, and weakness, and ketone testing later showed moderate ketones. Outcomes included stabilization of blood glucose after the last contact, no need for outside medical intervention, and non-medical assistance from a family member. Investigation included review of device use and guided troubleshooting with education on supply change, fingerstick confirmation, and ketone action planning. Investigation of this case revealed that the device delivered insulin and glucose levels began to decline after intervention, with no device alarms reported and no confirmed device malfunction; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.